Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 a getinge field service engineer evaluated unit. Fse checked the performance of the equipment in all aspects, and the drive valve group and 5000-hour maintenance kit need to be replaced. The customer informed that the equipment will not be repaired, and the customer has been informed that the equipment cannot be used clinically in its current state. If any pertinent information was to come available the record will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is: (B)(6) hospital. E1. Event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) an iab loop leaked and immediately stopped using the device. The patient received other treatments. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).